Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements of 5v, loss of capture, and abnormal impedance measurements. A non-boston scientific lead was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was discarded at the hospital due to the patient's infectious disease.